Event description:
Related to MFR report # 2183959-2012-02355. It was reported by plaintiff's attorney that the plaintiff was implanted with an elevate on or about (B)(6) 2009, to treat pelvic organ prolapse and stress urinary incontinence. Plaintiff's attorney alleged plaintiff experienced severe and permanent bodily injuries and significant mental and physical pain and suffering. Plaintiff's attorney also alleged plaintiff suffered infection or inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.